Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after having shoulder surgery the device has been alerting every four hours. This may be indicative of an issue with the right ventricular (rv) lead. No patient complications have been reported as a result of this event.